Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on january 01, 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received which indicated that this crt-p was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition and recommended device replacement. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received which indicated that this crt-p was explanted and replaced. Other then the surgical procedure, no additional adverse patient effects were reported.